Event description:
(B)(6) -the dealer reported that the p9000xdt power wheelchair joystick got stuck in the forward position, was running slow, logged off, and chair kept on moving. There was no patient injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model p9000xdt, serial number/date (B)(4) is approximately five year old. The owner's manual part number 1056953, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.